Event description:
It was reported that pump displayed malfunction alarm code 12, with no notable events occurring beforehand and no information provided about any impact on the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through resetting pump, confirmed that malfunction did not recur after reset, advised that pump use could continue, and instructed customer to call back if any malfunction alarm appeared again, which customer acknowledged and understood.